Event description:
It was reported to tyco healthcare that a customer had a problem with the insulin safety needle and syringe. The customer reports "a pt was taken their own injection after the nurse drew up the insulin. Pt injected the insulin into their right upper thigh. When pt removed the syringe and neelde the needle remained in their thigh. The needle protruded enough to remoe with their pt thumb and finger.